Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter had developed a power issue meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issues began on (B)(6) 2016. The patient reported taking insulin (self-adjuster) to manage her diabetes and denied that he made any change to her usual diabetes management routine as a result of the alleged product issue. She stated that on an unspecified date and time she developed symptoms of sweating, dizziness and disorientated. The patient reported self-treatment of food and/or drink on (B)(6) 2016. The patient denied that she used another device to obtain a blood glucose result. At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used and the correct test strips were being used. Based on the information provided, there was no misuse of the product and the batteries did not require replacing. The cca noted that when the patient pressed the power button or inserted a new test strip the meter did not power on. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs' criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.